Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the sds was returned with blood visible in the inflation lumen guide wire lumen, and balloon. The stent implant was stationary on the balloon between the markers. There were two struts in the first row of proximal struts that were bent back towards the tip. The first row of distal struts were flared. The balloon was partially inflated in the proximal and distal tapers. There was a kink in the hypotube 56 cm distal to the strain relief tubing. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. A new indeflator was used in an attempt to pressurize the sds when fluid leaked out of a pinhole over the proximal balloon marker. There was a scratch in the balloon parallel to the pinhole for a length of 4 mm. Product performance engineering reviewed the incident info and the analysis of the returned pixel sds resistance during advancement can be affected by numerous factors. Dimensional analysis indicated that the tip seal length and the outer diameters of the stent implant both met manufacturing criteria. Since the sds was able to advance through the lesion after it was pre-dilated for a second time, the resistance appears to be related to the condition of the lesion. The presence of blood in the inflation lumen, guide wire lumen, and balloon suggests that there was a leak or balloon rupture, therefore, functional testing with a new indeflator was performed and revealed a pinhole rupture over the proximal balloon marker. It is possible that the balloon material was damaged during interactions with other devices or the tortuous and calcified lesion, such that the balloon ruptured upon inflation after it was re-delivered to the lesion in attempt to deploy the stent. Thus, based on the incident info and returned device analysis, the balloon rupture appears to be related to mechanical damage to the balloon material resulting from circumstances of the procedure. Also noted during the analysis was stent strut damage. Typically, damage to the distal end of the stent is most consistent with an interaction between the stent and the anatomy and/or accessories during advancement of the device. Damage to the proximal end of the stent is usually a result of an interaction between the stent and the tip of the guiding catheter and/or rhv during retraction of the device. Additionally, there was a kink observed in the hypotube distal to the strain relief tubing. Again, as no damage was observed during the inspection prior to use, the kink may have occurred during or after the procedure or possibly as a result of packaging for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported difficulties. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot and all on-line inspections and testing met manufacturing criteria. The reported difficulties appear to be related to the operational context of the device, therefore, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. Additionally, all stent delivery systems are 100% visually inspected and leak tested prior to packaging. Also, a sampling of units is destructively tested to verify rbp. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the proximal and mid lad with heavy calcification. The 2.5 x 23 mm pixel stent delivery system (sds) was delivered toward the proximal lad, but it would not cross due to the calcification. The sds was removed from the pt, and another company's balloon performed another pre-dilatation in the proximal lad. Then the 2.5 x 23 mm pixel sds was re-delivered and crossed; however, during the first inflation, the balloon did not fully inflate past 6 - 7 atm; as only the ends of the balloon partially inflated. The sds, including the mounted stent, was removed from the pt, and another company's stent was deployed to complete the procedure. No additional event or pt info is available. This is being reported based on analysis of the returned device which revealed a balloon rupture.